Event description:
A customer reported that a patient sample, with a previous history of anti-e, was later identified to have anti-jkb and anti-kell that failed to react with the jkb and kell positive cells during identification testing. The customer performed additional testing with an increased incubation to 40 minutes. The anti-e and ant-kell were identified at this time. No reactivity was observed with the jkb positive panel cells.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint review for this lot. All results were satisfactory. There were no similar complaints against this lot. (B)(4).